Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline (dl) cable sheath was damaged due to wear and tear. The dl sheath had been repaired by non-medtronic personnel. Upon removal of the previous non-medtronic repair, there were four breaks. First there was a radical tear approximately two (2) centimeters (cm) from the strain relief, second was a crack two (2) cm further down, third a radical crack two (2) cm from the previous one, and the fourth were a crack two (2) cm from that one. A dl sheath repair was performed. The dl remains in use. No patient complications have been reported as a result of this event.